Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant medical products: product returned. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that the patient underwent a removal surgery due to a confirmed bone union on (B)(6) 2019. The patient was initially implanted with the expert tibial nail (tn) system for a distal tibial fracture one year ago. After the end cap was removed, the surgeon tried to connect the extraction screw for tibial nail to the titanium (ti) cannulated tibial nail. However, the extraction screw could not be attached to the nail. The surgeon shaved the bone around the proximal area of the nail then extracted the nail using the facility's tools other than the extraction screw. After the surgery, the surgeon attached to the end cap and it could be attached on the nail properly. The sales rep commented that the nail had been inserted into the leg slightly deeper than the proper position. There was a surgical delay of 60 minutes. There were no issues which affected the patient's daily life. Rehabilitation was started as the usual schedule. Procedure outcome is unknown. Concomitant device/s reported: unknown locking screw for expert tibial nail (part # unknown, lot # unknown, quantity# unknown). Expert end cap for tibial nail (part# 04.004.003, lot# l611851, quantity# 1). This complaint involves two (2) devices. This report is for one (1) conical extraction screw for ti femoral and tibial nails. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an explant surgery due to a confirmed bone union on (B)(6) 2019. The patient was initially implanted with the expert tibial nail (tn) system for a distal tibial fracture one year ago. After the end cap was removed, the surgeon tried to connect the extraction screw for tibial nail to the titanium (ti) cannulated tibial nail. However, the extraction screw could not be attached to the nail. The surgeon shaved the bone around the proximal area of the nail then extracted the nail using the facility's tools other than the extraction screw. After the surgery, the surgeon attached to the end cap and it could be attached on the nail properly. The sales rep commented that the nail had been inserted into the leg slightly deeper than the proper position. There was a surgical delay of sixty (60) minutes. There were no issues which affected the patient's daily life. Rehabilitation was started as the usual schedule. Procedure outcome is unknown. This report is for one (1) conical extraction screw for ti femoral and tibial nails. This is report 1 of 2 for complaint (B)(4).